Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
Writer spoke to the home patient regarding the reported event. The home patient does not recall any details of the reported problem. The set-up was discarded and lot number was unknown. The home patient does use an assist device to spike the solution bags. No patient injury or medical intervention was reported. No additional information provided.